Event description:
The customer reported the displayed images were uninterpretable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video out circuit on the work station was repair during the service call. The system was tested and found to be working as intended and put back into service.